Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "upon arrival, the scale marking was found to be missing during inspection."

Event description:
It was reported when using the bd preset¿ there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "upon arrival, the scale marking was found to be missing during inspection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/16/2021. H.6. Investigation: bd received (B)(4) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing scale markings with the incident lot was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of missing scale markings was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.